Manufacturer narrative:
Three pictures and one used sample of a cadd cassette reservoir from part number 21-7302-24 and lot number 3949579 were received without its original packaging and inside a plastic bag. The sample was visually inspected, at a distance of 12 to 24 and normal conditions of illumination. The pump tube was misaligned and a kink in the luer side caused by the clamp usage could be seen. A syringe was used to infuse water into the cassette bag, then the cassette was connected to a cadd-solis vip pump to look for unusual functions or alarms. The leak test passed. No leak occurred in the bag or tubing, no alarms sound and the water flowed easily. Current process control process were reviewed and no discrepancies were found. The reported issue was unable to be duplicated since there was no fault found with the returned sample.

Event description:
Information was received indicating that during the use of cadd cassette reservoirs - flow stop an alarm was displayed that was not able to be resolved until the cassette was changed. There were no adverse events reported.